Manufacturer narrative:
On 1/28/2021, the device manufacturer biosense webster inc. Received additional information indicating the patient has fully recovered. There were no error messages on bwi equipment. No transseptal puncture was performed, no steam pop occurred. Patient was male. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4). This event was also reported by the manufacturer under MDR #2029046-2020-01837 reference (B)(4).

Manufacturer narrative:
It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with soundstar eco 8fg ultrasound catheter and suffered vascular injury requiring hospitalization. It was reported that soundstar eco 8f ultrasound catheter was inserted into the renal blood vessels when the catheter was inserted and causing damage to the renal blood vessels. The procedure continued and pulmonary veins were isolated. After the procedure, the degree of damage will be confirmed by CT examination. The impact on the patient was expected to be small. The patient was discharged 9 days later because there was no hematoma enlargement. The physician's commented that no causal relationship with our products. Device investigation details: the device investigation has been completed which included a manufacturing record evaluation (mre). The manufacturing record evaluation performed for the finished device with lot number e8250645 identified no internal actions related to the reported complaint condition. Still no device has been received for analysis, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. This event was also reported by the manufacturer under MDR #2029046-2020-01837 reference:(B)(4).

Manufacturer narrative:
No evaluation results are available as the device was not returned. Manufacturer's ref. # (B)(4). This event was also reported by the manufacturer under MDR #2029046-2020-01837. Reference (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with soundstar eco 8fg ultrasound catheter and suffered vascular injury requiring hospitalization. It was reported that soundstar eco 8f ultrasound catheter was inserted into the renal blood vessels when the catheter was inserted and causing damage to the renal blood vessels. The procedure continued and pulmonary veins were isolated. After the procedure, the degree of damage will be confirmed by CT examination. The impact on the patient was expected to be small. The patient was discharged 9 days later because there was no hematoma enlargement. The physician's commented that no causal relationship with our products.